Event description:
It was reported that upon preparation for an angioplasty treatment procedure, shaft break occurred. The target lesion was located in the unspecified artery. A 12 mm x 2.50 mm nc quantum apex balloon catheter was selected but was not introduced inside the patient because the physician broke it. Sales representative stated that he has a limited information regarding the event and all he has was a box with a note, and these are all the information he provided.

Event description:
It was further reported that the break occurred in the hub and that there was no complete component separation.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).